Event description:
The MFR rep reported the pt no longer felt stimulation the begining of march 2007. Further investigation revealed a por (power on reset) status; the device returned to factory settings. The device was reprogrammed on with therapeutic parameters. The pt showed no improvement. The device was checked again and revealed another por. The pt died from asphyxia, unrelated to the device.

Manufacturer narrative:
Final device analysis results revealed broken bondwires.